Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced frequent fluctuating blood glucose with recurring high and low readings nearly every day, corroborated by device reports showing extended events over a two-week period; the agent suspected incorrect initial setup or an algorithm disruption and arranged additional training to perform a soft reset or factory reset. Symptoms included episodes of hyperglycemia and hypoglycemia with device alerts for both high and low glucose. Outcomes included self-management without professional medical intervention, no hospitalization, no ketone testing, and treatment of lows with oral glucose. Investigation included review of device bionic reports and remote troubleshooting and education. Investigation of this case revealed user management factors including potential overtreatment of hypoglycemia and a need for retraining, with no evidence of device malfunction identified from the report review. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors and use error, addressed through troubleshooting and assignment for additional training.